Event description:
It was reported that the patient presented to the operating room to have the pulse generator moved from the left side to the right side. During the surgery, cautery came into contact with the device which then exhibited backup vvi operation. It was clinically resolved by a successful software download. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.